Manufacturer narrative:
Concomitant medical product: product ID: 5076-45, lead, implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that identical noise was created on both the right ventricular (rv) and right atrial (ra) leads by doing isometrics. It was noted that the patient is a gymnast. Follow up information received indicated that the sensitivity was adjusted and a holter monitor showed a couple of missed ventricular beats. A lead revision was discussed with the patient; however, the leads currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead and ra lead had noisy electrograms (egm). It was also reported that the rv lead and ra lead were explanted and the patient received a leadless implantable pulse generator (ipg).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.